Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01514883 product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage ( 3 days power outage conditions) (B)(4). Note: manufacturer contacted customer in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and solve the rpoblem. No symptoms or medical attention reported.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is also concerned with both very high and very low test results from the meter memory. The customer's expected fasting blood glucose test result range is 89 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The product was also stored where there was a three day power outage. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 09/30/2017. The meter memory was reviewed for previous test result history: result 1: 389 mg/dl date: (B)(6) 2017 time: 5:35 am fasting. Result 2 : 36 mg/dl date: (B)(6) 2017 time: 5:31 am fasting. Result 3 : 443 mg/dl date: (B)(6) 2017 time: 9:49 pm fasting . Result 4 : 96 mg/dl date: (B)(6) 2017 time: 5:33 pm fasting. Result 5 :109 mg/dl date: (B)(6) 2017 time: 5:30 pm fasting.